Event description:
Unomedical reference number (B)(4). Event occurred in new zealand. It was reported that patient faced insertion of infusion set without removing needle guard event on (B)(6) 2024. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.